Manufacturer narrative:
The console (aic) was returned for evaluation. Upon observation of the device, it was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When visually inspecting the batteries and pbm, it was observed that one of the batteries status leds were completely blank. The root cause of the aic issue was a defective battery. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery failure. A loaner was shipped to the customer, no report of patient involvement.